Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips sales representative checked the device, but was unable to reproduce the issue. It was reported that the phenomenon occurred at the time of the very first use after maintenance was performed, and the hospital had doubts on whether the maintenance contributed to the anomaly. Investigation is ongoing.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
H10: the philips service engineer (se) reported that the issue was not duplicated during the evaluation of the device. The se did note that the occurrence of a "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log. The se replaced the central processing unit (cpu) board as a recurrence preventive measure.

Manufacturer narrative:
The suspected central processing unit (cpu) was returned for failure investigation. Testing of the cpu has resulted in no problem found. D4 - product UDI number is corrected g1 - contact information and contact office entity are updated.